Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the target lesion but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: there was contrast in the inflation lumen and blood in the guidewire lumen, on the shaft and between the balloon folds. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks through the hypotube of the device. Also, inspection revealed a complete hypotube separation 89cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities to the distal tip. Microscopic examination presented no damage or irregularities in the balloon or balloon material. Microscopic examination presented no damage or irregularities in the markerbands. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination presented no damage or irregularities in the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).